Event description:
Customer reported the zipper teeth on the side panel will not align when an attempt is made to secure the panel shut. Customer did not provide a date when discovered. No pt incident or injury was reported.

Manufacturer narrative:
Product was requested to be returned for evaluation but has not been received. Note: this report is based solely on the customer's reported issue. (B)(4).